Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on unknown date. Customer¿s blood glucose level was 10 mg/dl. Customer stated that the insulin pump was not working with the sensor and they did not had the insulin pump on when they had low blood glucose and they did not wear it when was hospitalized. The insulin pump will not be returned for analysis.